Manufacturer narrative:
This report is submitted on june 19, 2020.

Event description:
Per the clinic, the patient experienced discharge from the implant site which was treated with oral and topical antibiotics. The abutment was removed, and a skin revision was performed. The implant remains in-situ.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report. This report is submitted on 17 august 2020.